Manufacturer narrative:
A boston scientific technical services consultant discussed that scenarios when bi-ventricular pacing will still be provided. The device was re-programmed to vvi configuration to avoid lv pacing during atrial tachycardia response (atr) events. The patient will be referred to an electrophysiologist for further evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and loss of capture on the left ventricular (lv) channel. The device had previously been programmed to right ventricular (rv) therapy only due to the issues with the lv channel. The caller stated that when the device mode switched, the device was providing bi-ventricular pacing. No adverse patient effects were reported.